Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels from (B)(6) 2024 of 38-60 mg/dl. The low bg causes were not known. Customer consumed carbohydrates to address bg for all low bg levels. Tandem technical support (cts) reviewed pump logs and confirmed the pump is functioning as intended, recommendation was made to call back if the customer experiences any further issues.